Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the central control monitor of the heart lung console would reboot itself. The device was used for procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.